Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they started to get high blood glucose after changing the infusion set. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 418 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections and bolus. The customer stated that the drive support cap appeared normal. The customer stated that they were having trouble breathing due to high blood glucose. The customer declined to continue troubleshooting at the time of call. The insulin pump will not be returned for analysis.